Event description:
The facility reported a colleague infusion pump in which the tubing channel would not open. This was identified during biomedical testing. No pt injury or medical intervention was associated with this report.

Manufacturer narrative:
Evaluation summary: the reported condition of the tube channel not opening was confirmed during evaluation, and was determined to have been caused by a defective open button on the pump head module keypad. The pump head module was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.